Event description:
It was reported that the lesion was located in the moderately tortuous, heavily calcified, mid right coronary artery with a 99% stenosis. The 2.5 x 18 mm xience prime stent delivery system (sds) was advanced via the femoral artery. Post implantation of the stent a proximal edge dissection was observed which was treated with a 2.75 x 12 mm xience prime stent. The procedure ended successfully. No adverse patient sequela or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.